Event description:
Customer reported blood was being infused via a pump module. Nurse noted a pool of blood at the foot of the IV pole, opened the pump door, and blood sprayed out from a pinhole in the silicone pumping segment. There was no user or patient harm. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leaking from a pinhole was confirmed. The pinhole was observed to be a small tear on the silicone tubing near the upper fitment. The cause of this tear in the silicone tubing could not be identified. The lot number was not identified. Review of the manufacturing database for a year period (one year prior to the notification date), for the involved model number and silicone tubing part number, did not identify any quality issues for the reported failure mode during production build.